Manufacturer narrative:
(B)(4). Batch # p58v3z. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, back drive noted during device testing: however, staple formation meet the released criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the device "misfired"? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? How long was the surgical procedure extended by (minutes/hours)? Response: spoke with surgeon: he was firing the stapler on colon, during a colon cancer procedure. When stapler was fired, surgeon heard the crunch of the breakaway washer. When he opened the jaws and tried to remove, there was tissue still stuck in stapler - he recalls that the stapler did not cut tissue fully, therefore they needed to hand sew the anastomoses. No other medical intervention required.

Manufacturer narrative:
(B)(4). Batch # unk a manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a colon resection, the stapler misfired, resulting in further resection of rectum/colon with a hand sewn anastomoses. Additional surgical time used to complete the procedure and there was no patient consequence.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.